Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:n/a if certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino female patient underwent a revision breast augmentation with two unspecified mentor breast implants and experienced postoperative bilateral capsular contracture. The patient reports that she is experiencing back aches, both of her breasts feel very hard and are encapsulated, and the left capsular contracture feels worse than the right side. Due to the symptoms, the patient is planning to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date. Since the patient lost her implant information card and her implanting surgeon is no longer in practice, it is currently unknown if the reported devices are saline or gel. At this time of report, they are reported as saline. This report is for the right-sided prosthesis.